Manufacturer narrative:
Product event summary: the controller ((B)(4)) was not returned for evaluation. Review of the controller event log file revealed one event point recorded on (B)(6) 2021 after 12:23:45 with the date/time stamp of (B)(6) 1999 at 00:00:00. As a result, the reported event was confirmed. In addition, log file analysis revealed multiple controller power up events were logged between (B)(6) 2021. Several momentary disconnections were recorded leading up to losses of power in the available data log file. Data log files covering (B)(6) 2021 were not available for analysis. A vad disconnect alarm was recorded on (B)(6) 2021 at 16:48:34 following a controller power up event logged on (B)(6) 2021 at 16:48:34. This vad disconnect alarm was most likely a false alarm, given that the vad disconnect alarm cleared within a second. Even though the speed recorded at the onset of the vad disconnect alarm was close to the set speed, it was likely that the speed decreased from a speed higher than the set speed in a short period of time between the detection of the alarm and the logging of the pump parameters while the pump was being restarted. This indicates that a possible loss of commutation occurred. Commutation is the process of switching winding current to generate motion. If the pump rotational speed drifts higher than the speed set-point, the motor voltage will decrease to achieve the desired speed. However, if there is no change to the speed (speed reading remains frozen), the voltage will continue to decrease to zero. This likely caused the current to decrease to zero, triggering a vad disconnect alarm, even if the driveline was still physically connected to the controller. Analysis of the alarm log file revealed one (1) electrical fault alarm and one (1) high watt alarm were logged (B)(6) 2021. The electrical fault alarm was logged at 22:59:36 was due to an overcurrent condition on a rear stator resulting in a pump running on a single stator. This likely triggered the high watt alarm due to the increased power consumption required to run on a single stator. Analysis of the event log file revealed multiple reactivation events that have been logged on (B)(6) 2021 due to overcurrent conditions detected on the rear stator. Analysis of the alarm log file revealed a critical battery alarm was logged on (B)(6) 2021 due to a communication error between the controller and battery. These observed losses of power, vad disconnect alarm, reactivation events, electrical fault alarms, high watt alarm, and communication error events are additional findings not related to the reported event. Some associated batteries were lubricated prior to release. There is no evidence of lubrication servicing on the remaining batteries. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA (B)(4) is investigating controller losses of power. CAPA (B)(4) investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(4) fall within the bounds of this CAPA. Possible causes of the observed vad disconnect alarm can be attributed to a loss of synchronization of commutation, leading to a false vad disconnect alarm, and/or a physical disconnection of the driveline from the controller. CAPA (B)(4) is investigating controller losses of synchronization of commutation. Based on the risk documentation and the available information, a possible root cause of the observed electrical fault alarms, reactivation events, and high power event can be attributed, but not limited, to contamination by foreign material of the driveline connector or a marginal driveline connection. The most likely root cause of the observed critical battery alarm event can be attributed to a communication error between the controller and battery, which may be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Further investigation using a representative sample revealed that the reported event can be replicated when the controller is exposed to voltage spikes or noise caused when connecting a battery to the controller, resulting in a temporary loss of communication between the real time clock circuit and the user interface circuit (uic). The uic is responsible for operation of the controller, including recording data in the controller log files. Therefore, the loss of communication caused the controller to record an invalid date and/or time in the event log file. Based on the available information, the most likely root cause of the reported event can be attributed to a voltage spike or noise caused when connecting a battery to the controller. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received product performance data due to a discrepancy with the time clock of the controller on the log file report. The controller subsequently tested out of specification during manufacturer¿s analysis. The controller remains in use. No patient complications have been reported as a result of this event.